Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir lip plastic piece cracked off. The customer reported that the location of damage was top of the insulin pump. The customer reported that the reservoir able to lock in place but not sure. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.